Event description:
I had the essure implants put in (B)(6) 2010. Since having the implants I have heavy bleeding, pms which includes severe cramping, backaches, and migraines (that begins 7-10 days before my cycle). I have two menstrual cycles a month. I wake up in puddles of blood. I have constant back and headaches. I have stabbing pain in my pelvic region. I have been diagnosed with bi-polar depression and anxiety disorder. I have memory loss and I have taken namenda (for dementia patients). I had a memory test and I do not have early stages of dementia or alzheimers. I have pain having sexual intercourse with my husband. I am in the process of having a hysterectomy. I have constant itching and I will be having an allergy test tomorrow (B)(6) 2018. A large amount of weight gain. I had a sleeve gastrectomy on (B)(6) 2016 and have lost 105 pounds.